Event description:
It was reported that boston scientific technical services (ts) was contacted to discuss the safety of a magnetic resonance imaging (MRI) since the patient's device was programmed to left ventricular (lv) only mode. It was stated the device was programmed to lv only as the right ventricular (rv) pacing impedance measurements had increased to >3,000 ohms. Additionally, the rv capture threshold measurements had increased. It was stated that because of these increased measurements, pacing could not be guaranteed when the device was programmed to MRI mode. Ts recommended thorough lead integrity testing as a functional rv lead is required for a safe MRI procedure. It is unknown if the rv lead is a boston scientific product. At this time, the system remains implanted and no adverse patient effects were reported.

Event description:
It was reported that boston scientific technical services (ts) was contacted to discuss the safety of a magnetic resonance imaging (MRI) since the patient's device was programmed to left ventricular (lv) only mode. It was stated the device was programmed to lv only as the right ventricular (rv) pacing impedance measurements had increased to >3,000 ohms. Additionally, the rv capture threshold measurements had increased. It was stated that because of these increased measurements, pacing could not be guaranteed when the device was programmed to MRI mode. Ts recommended thorough lead integrity testing as a functional rv lead is required for a safe MRI procedure. It is unknown if the rv lead is a boston scientific product. The physician is continuing with normal monitoring. At this time, the system remains implanted and no adverse patient effects were reported.

Event description:
It was reported that boston scientific technical services (ts) was contacted to discuss the safety of a magnetic resonance imaging (MRI) since the patient's device was programmed to left ventricular (lv) only mode. It was stated the device was programmed to lv only as the right ventricular (rv) pacing impedance measurements had increased to >3,000 ohms. Additionally, the rv capture threshold measurements had increased. It was stated that because of these increased measurements, pacing could not be guaranteed when the device was programmed to MRI mode. Ts recommended thorough lead integrity testing as a functional rv lead is required for a safe MRI procedure. It is unknown if the rv lead is a boston scientific product. At this time, the system remains implanted and no adverse patient effects were reported. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.